Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell causing multiple infusion sets to be pulled out. The customer's blood glucose ranged from 56-250 mg/dl. Reportedly, the customer changed the infusion set and cartridge to resume insulin delivery.